Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2019-00005 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrode pads; visual inspection showed the front pad edge appears to have been torn slightly and the back pad was folded near the high voltage wire. Further inspection found small amounts of hair and foreign substance on both pads as well as some dry areas that were missing adhesive. However the electrode pads were able to obtain adhesion. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.